Event description:
I have a medtronic's 780g insulin pump and medtronic cgm guardian 4. First incident, it had only been 12 hours since new battery installed. When I received an alarm that there was no battery power and to replace. I started a package of new batteries. For the last 4 days, I've had to change batteries every 10-12 hours. I was on vacation and it was very inconvenient. I had 2 extra packages (always carry more than I think I'll need on all my diabetic equipment). Today (tuesday 07/16), I received a medtronic notice that there is a battery cap problem(issue) for the 780g pump I will be notifying medtronic for my new cap replacement.